Event description:
At the time of surgery and prior to implantation, a collagen peel off was observed by the operating nurse. Graft was not implanted and was returned to the manufacturer.

Manufacturer narrative:
No facility number has been assigned to this report. The complaint device was returned and inspected. The complaint device appeared to have been cut in two pieces by the hospital. Visual examination confirmed the collagen peel off on the inside of the graft at the level of the graft extremity that was cut. A product coated on the same day than the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution, and cut along its entire length and observed under magnifying lamp: no collagen peel off was evidenced. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on grafts coated the same day, than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.